Manufacturer narrative:
Conclusion and justification status: following review of the information provided, it was identified that insufficient information had been provided to verify the reported incident. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised due to dislocation and loosening stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.